Manufacturer narrative:
A partial lead with the lead tip measuring 44.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead was explanted due to high capture threshold and high pacing lead impedance.

Event description:
It was reported that the patient presented in clinic for routine follow-up. There has been a gradual increase in pacing lead impedance to out of range over the past year. Further testing was recommended. The patient will continue to be monitored.